Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having black spots on the screen and a plastic piece on the screen as well. Customer reported that there are lines going through the screen. Customer's blood glucose was unknown. They are unsure of how the damage occurred. Customer was advised that insulin pump would need to be replaced but the call was disconnected before the replacement policy was able to be read to the customer. The insulin pump is not being returned for analysis.